Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that product sterility was compromised. A 10/2.00 flextome® cutting balloon® was selected for use. During unpacking, it was noted that the inner packaging was ripped open. The procedure was completed with a different device. No patient complications were reported.